Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c ring broke into two pieces inside the patient's leg. The pieces were retrieved and put into a red bag. The pieces were retrieved through the original incision and the c-ring was not manually manipulated. The dissection tip was used to make the tunnel and insufflation was used distal to the incision. A fasciotomy was not performed. Cutting was being performed when the breakage occurred and the vessel was being extracted from the upper leg. A replacement device was used to complete the procedure. The hospital did not report any additional patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the c-ring was split in half. The c-ring assembly was inspected under a microscope; the c-ring displayed signs of exposure to heat at the fracture site. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity with the c-ring assembly. Based upon the evaluation results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).